Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during preparation of an endoscopic vein harvesting procedure, hemopro2 extension cable did not work during test phase with the harvesting tool. A replacement device was used and the harvesting tool worked perfectly. The hospital commented that the extension cable was at the end of life cycle. The hospital reported there was no patient involvement.